Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: the advanix stent with naviflex delivery system was received for analysis. Visual examination found the push catheter suture hole torn and the guide catheter detached and kinked. Microscopic inspection showed the pull wire detached, which caused the guide catheter detachment. No other damages were noted on the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and additional observed damages on the delivery system were most likely due to procedural factors such as the tortuosity of the procedure, the physician's technique, and excessive force applied to deploy the stent; that affected the device performance and contributed to the reported event and observed damages. Therefore, a review and analysis of all available information indicated the most probable cause of the events is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was attempted to be implanted during a procedure performed on (B)(6) 2024. During the procedure, the stent was impossible to place. There were no patient complications reported as a result of this event. Note: no further information has been obtained regarding the event despite good faith efforts. This event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.